Manufacturer narrative:
Conclusion awaiting completion of investigation. Second follow up: initial log review indicates circuit issues on 18-mar and 27-mar.initial investigation of device was unable to reproduce fault. Investigation still ongoing. Final review: the unit was tested on a service frame and the fault was not able to be reproduced. Log review identified circuit issues on the dates in question. When tested in-house, unit reliably produced po2 and pco2 calculations with test readings.

Event description:
Initially the user reported "issues" with pco2 values. Service team checked the ventilation module, calibrated and downloaded the logs, and found no faults. User then reported that they were not getting airflow at the outlet. Service made a visit to the hospital and confirmed lack of flow. The service team was requested to replace the qvm and conduct tests. User reported that after qvm was replaced there were no further issues.

Manufacturer narrative:
Conclusion awaiting completion of investigation. Follow-up: still awaiting return of device.

Event description:
Initially the user reported "issues" with pco2 values. Service team checked the ventilation module, calibrated and downloaded the logs, and found no faults. User then reported that they were not getting airflow at the outlet. Service made a visit to the hospital and confirmed lack of flow. The service team was requested to replace the qvm and conduct tests. User reported that after qvm was replaced there were no further issues.

Event description:
Initially the user reported "issues" with pco2 values. Service team checked the ventilation module, calibrated and downloaded the logs, and found no faults. User then reported that they were not getting airflow at the outlet. Service made a visit to the hospital and confirmed lack of flow. The service team was requested to replace the qvm and conduct tests. User reported that after qvm was replaced there were no further issues.

Manufacturer narrative:
Conclusion awaiting completion of investigation. Second follow up: initial log review indicates circuit issues on 18-mar and 27-mar.initial investigation of device was unable to reproduce fault. Investigation still ongoing.

Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
Initially the user reported "issues" with pco2 values. Service team checked the ventilation module, calibrated and downloaded the logs, and found no faults. User then reported that they were not getting airflow at the outlet. Service made a visit to the hospital and confirmed lack of flow. The service team was requested to replace the qvm and conduct tests. User reported that after qvm was replaced there were no further issues.